Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that patient had acquired a meningitis infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The physician indicated that the infection was not device related. Follow up report indicated that the patient had recovered from the procedure and is looking forward to reimplant.